Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter powers off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on (B)(6) 2015 at 8:00am. The patient informed the customer service representative (csr) that she manages her diabetes with insulin (no-adjustments) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient claimed that 15-20 minutes prior to the start of the alleged meter issue she began to develop symptoms of feeling ¿dizzy and lightheaded¿. The patient stated she was unable to test her blood glucose due to the reported issue and claimed she attended the doctor¿s office at 10:00am in response to her symptoms where she was treated with orange juice. The patient denied that her blood glucose was tested with any other device. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time and that there was no indication of misuse to the device. The csr educated the customer on meter¿s behavior and auto-shutoff and alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received health care professional (hcp) treatment for a low blood glucose excursion after the alleged meter issue began.